Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep indicated that the patient was feeling the tingling sensation prior to the ins dying. The rep ran impedances and indicated that some were high. The rep provided two specific values of 2560 and 3566 ohms. The rep was at the case to replace the ins. The patient indicated that the battery died 5 months ago. The rep interrogated the ins today and the battery voltage was a little bit above 2.6 volts. The rep was able to turn the stimulation on with the physician programmer and it did not display an elective replacement indicator (eri) or end of service (eos) message when interrogating. The rep turned the stimulation on, but the patient wasn¿t feeling stimulation. The rep could not further troubleshoot as they were wheeling the patient back for the procedure. The rep would follow up with the healthcare professional (hcp). No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-01. The rep indicated that the cause of the high impedance was because the patient has very old leads that have older extensions and a pocket adapter that could be the cause. There were no causes for the patient not feeling stimulation even after turning it on. The explanted components would not be returned for analysis as the healthcare professional (hcp) did not see a need for analysis. The provided information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.